Event description:
Customer reported taking 13 units of humalog at 8:00 pm, reported an aviva system blood glucose result of 114 mg/dl at 11:48 pm; "felt fine, no symptoms". At "midnight or a little after" son called emt's in response to customer's symptoms of hypoglycemia. Emt's reported blood glucose at 41 mg/dl, treated the customer with an unspecified IV. A request was made for the return of the system and a replacement was sent.